Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, the phacoemulsification function of the ophthalmic system was not delivering air into the patient¿s eye. Procedure details and patient impact have not been provided. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Additional information provided in sections d9, h3, h6 and h11 the company representative was able to replicate the reported issue. It was noted that there was ¿improper functioning of the irrigation line filter caused by reuse of said line.¿ after a recommendation, to replace the item with a new one, the system functioned as expected and the surgery proceeded normally. The system was then tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no relevant contributing factors identified. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported ¿irrigation/infusion¿ issue is attributed to improper reuse of the irrigation line. However, the system itself was found to meet specifications. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).